Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) of redu0706 showed no other similar product complaint(s) from this lot number.

Event description:
The patient needed chemotherapy on the PICC tube placed on (B)(6) 2020. He has undergone 2 chemotherapy sessions. Chills and fever began to appear on (B)(6), and he was admitted to the hospital on (B)(6). There was no redness and swelling at the mouth of the tube, and the dressing was clean. After admission, blood was drawn and cultured, cefoperazone and sulbactam 1.0*2 intravenous infusion, q8h, 21/9 switch to meropenem + vancomycin for anti-infection, 23/9 double blood culture klebsiella pneumoniae; 24/9 after consultation with clinical medicine, inform the patient that there may be bacterial colonization in PICC tube, it is recommended to remove it, 24/ 9 the catheter was extubated, vancomycin was stopped, meropenem was continued, combined with levofloxacin 0.6g qd to fight infection, body temperature gradually decreased, and 5/10 patients' body temperature returned to normal.